Manufacturer narrative:
The respironics service technician was not able to duplicate the reported problem. The service technician verified a diagnostic code in log history indicating a vent inop occurrence. Performance verification testing was performed and the ventilator passed per specifications.

Event description:
The customer reported the ventilator went vent inop, while in use on a patient due to an oxygen motor error. The customer reported the ventilator alarmed, and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient.